Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-12260. It was reported the pt experiences persistent pain at the ipg and anchor implant sites. The next course of action is undetermined at this time. Note the pt received three anchors from the same lot number.